Event description:
It was initially reported by a psychiatrist that a vns patient experienced a fainting episode. No comorbidities such as history of cardiac issues, high blood pressure, or low blood sugar were reported. The patient's vns settings were reported to have been changed the day of the event and the patient was able to tolerate the changes prior to leaving the psychiatrist's office. Attempts to obtain further information from the reporting psychiatrist at the time of the event were unsuccessful. Additional information was received from the patient's cardiologist indicating the patient was going to be implanted with a pacemaker as the patient suffered from syncope. The treating neurologist believed the event of syncope was possibly being exacerbated by vns stimulation as the patient suffered from syncope prior to vns implant. No interventions have been planned regarding the vns as patient had been receiving great benefit from the vns.